Manufacturer narrative:
Sims was contacted by the user facility on 11/5/97 stating that co would be able to discuss this event directly with the clinician. Sims contacted the user facility on 11/21/97 again requesting to have this discussion. Sims portex inc. Has conducted a thorough review of the manufacturing lot of suction catheter devices involved in this event as follows: the od and wall thickness of these catheters meet our specifications. Our raw material tubing vendor was contacted and no material changes were made in the tubing lot which comprises the suspect manufacturing lot of catheters. No changes were made to our standard processing regarding the tip end form or "eyes" of these catheters. Microscopic examination of the tip endform of the suspect lot reveals that it meets our specifications and is consistent with our standard product. The above results reveal no apparent difference between the suspect lot and our "everyday" closed suction devices.